Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During a procedure, air was aspirated into the syringe connected to the extension port of the sheath after placing the sheath set into the patient and before inserting catheters. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient. The device will not be returned as the patient had an an infectious disease.